Event description:
It was reported to resmed corp that an astral device failed to pass its internal self-test. There was no pt injury reported as a result of this incident. MFR #3004604967-2015-00288.